Event description:
Info received indicates the bed exit alarm is not sounding.

Manufacturer narrative:
The tech found the sound button for the bed exit alarm is not turning on. The tech replaced the left siderail ucm board to repair the bed.